Event description:
Sales rep reporting for the facility the following: secondary tubing came unraveled from ultrasite valve. Nurse was infusing chemo and it leaked on the pt. No pt injury was reported.